Event description:
A consumer implanted for spinal pain reported via the manufacturer's representative (rep) their battery died due to a prolonged period (over one year) where they were battling substance issues and were non-compliant with recharging. There was no diagnostics or troubleshooting performed regarding this issue. As a result the battery was replaced with a primary cell device which resolved the issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.